Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometrial ablation ("ablation,") in an adult female patient who had essure (batch no. B21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included shoulder injury, carpal tunnel syndrome, high risk pregnancy and abdominal infection. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), esomeprazole, lorazepam, salbutamol and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed"), mood swings ("hormonal changes describe: mood swings"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraine"), memory impairment ("memory problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), rash ("rashes or skin condiotion") and headache ("headaches,"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coil(s) - exploratory laparotomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine and headache had resolved and the alopecia, fatigue, abdominal distension, anxiety, depression, mood swings, urinary tract disorder, bladder disorder, memory impairment, allergy to metals, dysmenorrhoea, dyspareunia, irritable bowel syndrome, rash and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, headache, irritable bowel syndrome, memory impairment, migraine, mood swings, pelvic pain, rash and urinary tract disorder to be related to essure. The reporter commented: patient has been left with serious injuries. Over the next several months, she sought treatment on multiple occasions for symptoms of hair loss, fatigue, bloating, and pain, among other symptoms. Most recent follow-up information incorporated above includes: on 8-may-2019: pfs received : aka name added, lot number added, patient demographic updated, essure insertion date updated and removal date updated. Events added- ablation, migraine, abdominal pain, mood swings, urinary tract disorder, bladder disorder, headache, memory impairment, nickel allergy, dysmenorrhoea, dyspareunia, ibs, rash, device monitoring procedure not performed. Events onset date added, outcome updated, concomitant drug and medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. B21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and novasure ablation" on (B)(6)2013 and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included shoulder injury, carpal tunnel syndrome, high risk pregnancy and abdominal infection. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), esomeprazole, lorazepam, salbutamol and tramadol. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraine"), memory impairment ("memory problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia(painful sexual intercourse)"), rash ("rashes or skin conditions type: rashes"), headache ("headaches,"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), inflammation ("inflammation") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast"). On an unknown date, the patient experienced fatigue ("fatigue"), abdominal distension ("bloating") and vaginal infection ("vaginal infection"). The patient was treated with surgery (surgical removal of coil(s) - exploratory laparotomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, migraine and headache had resolved and the alopecia, fatigue, abdominal distension, anxiety, depression, mood swings, urinary tract disorder, bladder disorder, memory impairment, allergy to metals, dysmenorrhoea, dyspareunia, irritable bowel syndrome, rash, abdominal pain, vaginal infection, female sexual dysfunction, inflammation and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, inflammation, irritable bowel syndrome, memory impairment, migraine, mood swings, pelvic pain, rash, urinary tract disorder, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient has been left with serious injuries. Over the next several months, she sought treatment on multiple occasions for symptoms of hair loss, fatigue, bloating, and pain, among other symptoms. Most recent follow-up information incorporated above includes: on 3-jan-2020: pfs received; reporters were added. New events- vaginal infection, yeast infection, inflammation, apareunia, were added & few events were updated from rashes or skin conditions to rashes, endometrial ablation to device monitoring error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. B21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and novasure ablation" on (B)(6) 2013 and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included shoulder injury, carpal tunnel syndrome, high risk pregnancy and abdominal infection. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), esomeprazole, lorazepam, salbutamol and tramadol. On (B)(6) -2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraine"), memory impairment ("memory problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia(painful sexula intercourse)"), rash ("rashes or skin conditions type: rashes"), headache ("headaches,"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), inflammation ("inflammation") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast"). On an unknown date, the patient experienced fatigue ("fatigue"), abdominal distension ("bloating") and vaginal infection ("vaginal infection"). The patient was treated with surgery (surgical removal of coil(s) - exploratory laparotomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine and headache had resolved and the alopecia, fatigue, abdominal distension, anxiety, depression, mood swings, urinary tract disorder, bladder disorder, memory impairment, allergy to metals, dysmenorrhoea, dyspareunia, irritable bowel syndrome, rash, abdominal pain, vaginal infection, female sexual dysfunction, inflammation and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, inflammation, irritable bowel syndrome, memory impairment, migraine, mood swings, pelvic pain, rash, urinary tract disorder, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient has been left with serious injuries. Over the next several months, she sought treatment on multiple occasions for symptoms of hair loss, fatigue, bloating, and pain, among other symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Follow up 3 and 4 processed together. On 16-mar-2020: pif received: reporter was added. Follow up 3 and 4 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), abdominal distension ("bloating"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (patient has undergo a surgical procedure with removal of the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, alopecia, fatigue, abdominal distension, anxiety and depression outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, fatigue and pelvic pain to be related to essure. The reporter commented: patient has been left with serious injuries. Over the next several months, she sought treatment on multiple occasions for symptoms of hair loss, fatigue, bloating, and pain, among other symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.